Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery with proglide devices using the pre-close technique via a 6f sheath hole prior to an interventional thoracic aortic aneurysm (taa) procedure. Reportedly, a link break occurred during plunger removal. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to a 22f sheath, and the taa procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. Production records and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The cause of the reported difficulty and the subsequent treatments are due to the circumstances of the procedure. Based on the returned device analysis a posterior needle to cuff miss occurred based on an interaction with patient anatomy, leading to a separation of the link. There is no indication of a product quality issue with respect to manufacture, design or labeling. Corrections: d1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated.